Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds, possible fracture, high pacing impedance, noise and high rate non-sustained episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.